Manufacturer narrative:
E1: (B)(6). Imdrf cause investigation code: code b24 is not available in database to capture event history log review additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 08-apr-2026 against lot number 5397653 and similar malfunction codes: use of expired infusion set products. The review confirmed that lot 5397653 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 08-apr-2026 against ¿lot number¿ criteria equal 5397653 and similar malfunction codes: use of expired infusion set products. The count of complaints is (B)(4). The complaint number is (B)(4). Device history record (DHR)review: the lot 5397653 was manufactured according to the work instruction (wi) version 40 and packaging in the multivac 07, on 02-sep-2022 with a total of (B)(4) units. The sub-assembly of the cannula lot 5399738 was manufactured according to the wi version 34 and manufactured in line 2, on 26-aug-2022, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area (version 3): all samples tested passed visual inspection. Wi guidance for functional testing for complaints area (version 2): all samples tested passed functional flow and leak tests for the reported malfunction code use of expired infusion set products all test results were within specification as documented in the attached test report complaint (B)(4) test report. Conclusion: testing did not confirm the reported issue; no nonconformance identified. CAPA determination assessment ¿ conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 5397653 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the documentation and reference sample analysis, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numb. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was admitted in hospital due to high blood glucose levels and diabetic ketoacidosis on 12 mar 2026 due to the usage of expired infusion set leading to leakage. The patient was treated with intravenous insulin, and the patient was released from the hospital after spending two days.